Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Customer stated she woke up with high blood glucose; took a correction and it was still high. She has been getting bent cannulas. Customer stated she stated she is bipolar and she experienced tremors, panic and anxiety attack, nausea and blurred vision. She was treated, changed the infusion set and was sent home. Blood glucose value was 400 mg/dl; current value is 375 mg/dl. Nothing further reported.